Manufacturer narrative:
The panel assembly was returned to the manufacturer for analysis. The panel assembly was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the panel assembly needed to be replaced. The imaging system then passed the system checkout and was found to be fully functional. The panel assembly was returned to the manufacturer and is currently under analysis. Results were not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during planned maintenance (pm) the site informed the manufacturer representative performing the pm that the e-stop would engage without the button being pressed. The manufacturer representative informed the site the issue was resolved by zip-tying the cables near the connector. The next time the site used the system the same issue occurred. This issue was noted outside of a procedure, and there was no patient involvement.